Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of investigation, it was found that the subject device had been manually reprocessed using salvanios ph10 as a detergent and anioxy twin as a disinfectant at the user facility.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing test at the user facility, the subject device tested positive for the following some kinds of bacteria. First time: bacillus spp. Mesophiles(2cfu/endoscope), corynebacterium species(5cfu/endoscope), micrococcaceae(2cfu/endoscope), second time: micrococcaceae(2cfu/endoscope), third time: staphylococcus coagulase negative(8cfu/endoscope). There was no report of infection associated with this report.